Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hypoglycemia and received stationary treatment on seven occasions during the past year. During the most recent visit at the hospital the patient received and infusion of glucose. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.